Manufacturer narrative:
H10: one sample was received for evaluation. A visual inspection was performed using the naked eye which revealed the sample was received with a tpn tint and with the syringe. No contamination or particle was observed at the actual sample, the yellow tint was part of the solution used per the customer. Functional tests were performed which included pressure test, clear passage under water test, priming test, functionality test, and a 24 hour simulated use test. All test results were satisfactory; no leak was observed. The reported conditions were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that y'd in fluid disconnected from a clearlink system, non-dehp continu-flo solution set which resulted in a leak. This occurred during infusion with tpn/il/d5. While waiting for replacement fluid, the y site was noted to be leaking with nothing connected to it. It was further reported that yellow tpn had backed up and discolored the clear d5 infusion. The infusion was discontinued and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.